Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the service history data revealed that previous device servicing did not cause or contribute to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid temperature on the homechoice (hc) was warmer than usual during dwell of peritoneal dialysis therapy. The home patient (hp) stated that they ¿felt very warm and hotter than usual.¿ and wanted to adjust the temperature of the fluid on the hc. The technical service representative (tsr) advised the hp to end therapy. There was no patient injury or medical intervention reported. No additional information is available.